Manufacturer narrative:
Literature citation: moore et al. Porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity. Foot & ankle specialist. 2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article titled, "porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity" written by moore et al. It was reported that patients underwent surgery with the use of porous titanium wedges. Two patients reported having pain at the sinus tarsi.